Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  patient said they saw the physician assistant the day prior to the call and patient was advised to play with therapy settings but stated they are unsure about changing therapy settings without proper education. It was reviewed on the call the general use of handset, communicator and therapy overview. Patient reported they are still waking up and going to the bathroom at minimum two times during the night. Patient stated they try not to drink anything past 6-6:30, maybe 7 at the latest in the evening. Patient stated drinking caffeine (a cup or two of coffee in the morning) does seem to trigger bathroom use. Patient stated it seems to be a caffeine type thing. Patient stated they are diabetic and they take diabetic medication one of which is jardiance which patient stated goes through their urine. Patient stated they had stopped taking the jardiance to have the trial period and to get the permanent implant. Patient stated they don't know if that's causing them now to resume taking the jardiance if that's emptying sugars through their urine. Patient stated they are not sure what's happening but stated they are in the bathroom a lot. Patient clarified they are not getting a 50% reduction in symptoms. Reviewed role of patient services and redirected patient to their managing healthcare provider (hcp) to discuss symptoms and medication questions. It was also reviewed how to increase stimulati on. Patient increased stimulation and stated they could feel the pulse in their back and stated it wasn't uncomfortable. Reviewed stimulation overview and expectations. Patient stated not feeling stimulation in bicycle seat area and stated they were feeling stimul ation on their left side in their lower back on the side of sacral area. It was inquired if patient was feeling stimulation where lead is implanted and patient confirmed. Patient stated hcp advised patient they can play with therapy adjustments. Reviewed how to change programs. Patient changed programs on the call and reported still only feeling stimulation in the same area as before (in their back; not in the bicycle seat area at all). Patient later clarified only feeling stimulation on their left side at implant location. Patient changed to a different program and continued only feeling stimulation (patient described as a "pulse") at implant location, not in bicycle seat area. When asked for event date of all issues reported above patient stated probably immediately, since date of implant. Patient stated maybe the day after they had the implant done they were experiencing pain at the site of the device. Patient was redirected to their hcp to address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ser1 implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the likely cause of stim being felt in the back was "I am having level 7 constant pain where device is located in my back, changing programs etc has changed where I feel pulses. But pain continues!" The steps taken were noted to be "(B)(6) had a pelvic x ray done. Not sure what is next have not heard. Pain is constant where device is located. I have been turning device off - pain is less using device." The issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ser1 , implanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.